Manufacturer narrative:
Warmth at pocket.

Event description:
It was reported that the patient changed jobs and her new work environment requires security checks. For the past two days, the patient has experienced a warm feeling at the pocket site whether the stimulation is on or off. Further information is being requested from the hcp.